Event description:
Pt had jackson pratt drain placed during c-section. The following day when attempting to remove the drain, it transected and the drain remained intra-abdominal. The patient required returning to the or for removal.